Event description:
The customer reported that within 10 minutes, he obtained blood glucose readings of 530 mg/dl and 113 mg/dl with the contour next ez meter. There was no allegation of an adverse event. The customer discarded the product. Therefore, the device is not expected to be returned for evaluation. A replacement meter kit was sent to the customer.